Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has been exhibiting normal shock impedances. However, one low out of range shock impedance measurement has been noted. Boston scientific technical services (ts) discussed potential of a synchronized maximum energy shock to ensure system integrity, and this was going to be reviewed with the patient's physician. Further information indicates that the out of range shock impedance measurement occurred post-operatively after aortic root surgery. Boston scientific technical services (ts) then advised monitoring for recovery to more normal readings. No adverse patient effects were reported.